Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the piston in the maxplus stuck down and when it returned to the closed position, it splattered blood. There was no report of patient or staff harm.